Event description:
Ans received a report on 7/28/2009, that the patient's receiver was revised in 2009 due to skin erosion and over stimulation at the receiver pocket. During the revision, it was reported the receiver was partially exposed. The md explanted the receiver, repaired the pocket, implanted a new ipg at a different location, and replaced the extensions. Follow-up information received from the sales representative on 7/31/09, found the patient is doing well. The pocket site is healing with minimal pain and there is no signs of infection. Ans was informed that the device will be returned for evaluation. A follow-up report will be submitted after the device evaluation has been completed.

Manufacturer narrative:
Method - device history record and sterilization record were reviewed, no anomalies were found. Results - all records reviewed were found to meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.